Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Yes. If yes, could you please share the results? No. On what date did the implant take place? (B)(6) 2022. What is the lot number of the linx device? Do not know yet. When using the linx sizing device what technique was used to determine the size? Pop plus 3. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunosuppressive drugs? No. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Morbid obesity. How severe was the dysphagia/odynophagia before intervention? Severe to the point the patient wanted it removed. Esophageal dilation didn¿t work. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Nausea. Besides the reported dysphagia, what was the reason for removal of the linx device? Nausea. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that the patient is removing the linx due to experiencing difficulty swallowing. Unknown implant date.